Event description:
It was reported that the device was used during a laparoscopic hysterectomy. The tissue pad is peeling off of the device. No pieces fell into the patient. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.